Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v295464, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was moved a couple of months after implant because it was pressing on a nerve. The patient had had itching and hives since the ins was moved. Regarding whether the onset of the problem was sudden or gradual, the caller responded that it happened "rather quickly" after the implant was moved. The caller requested allergy testing materials. It was reviewed that there are no allergy testing kits from the manufacturer any longer. If additional information is received, a follow up report will be sent.